Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that the device's proximal reading is out of specification. The initial avg proximal was at 1.15 cmh2o. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided troubleshooting steps per philips service manual to assist the customer. 1. Verify that the internal leak orifice is plugged. 2. Check for leaks at circuit connections, calibration analyzer, filters, etc. 3. Check for kinked or cut tubing from gds to gas outlet port, and from the gas outlet port to the base. 4. Check for kinked or cut rubber boots from the gds to the blower, and from the blower to the gas outlet port. 5. Check for leaks at the solenoid valves and pressure transducers. 6. Replace the da pcba. Customer states he will troubleshoot and callback if further assistance is needed. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that during a scheduled pm the reported issue was observed. The flow sensor assembly and the data acquisition boards were replaced to resolve issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.